Manufacturer narrative:
Per additional information received from thee customer, the event description and device codes have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that two bd vacutainer® urine analysis preservative tubes experienced foreign matter contamination in the tube, and erroneous results noted during use. The following information was provided by the initial reporter: material no. 364992 batch no. 8121514 calcium oxalate crystals appearing in urinalysis preservative tube f.10. Device codes: 2944, 1535. H3 other text: see h.10.

Event description:
It was reported that two bd vacutainer® urine analysis preservative tubes experienced foreign matter contamination in the tube, and erroneous results noted during use. The following information was provided by the initial reporter: material no. 364992, batch no. 8121514. Calcium oxalate crystals appearing in urinalysis preservative tube.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. It is commonplace for various types of crystal formation to be noted in refrigerated urine specimens. Guidelines recommend testing urine within two hours of collection. Preservation of urine is recommended if that is not possible. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd vacutainer® urine analysis preservative tubes experienced foreign matter contamination in the tube, and erroneous results noted during use. The following information was provided by the initial reporter: material no. 364992 batch no. 8121514. Calcium oxalate crystals appearing in urinalysis preservative tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® urine analysis preservative tubes experienced foreign matter contamination in the tube, noted during use. The following information was provided by the initial reporter: material no. 364992, batch no. 8121514. Calcium oxalate crystals appearing in urinalysis preservative tube.